Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced stimulation in the wrong location. Reprogramming attempts were unsuccessful. As a result, the physician decided to explant and replace the patient¿s lead, resolving the issue. Postoperatively, effective therapy was reported.